Event description:
A confirmed motor stall with no stall recovery was recorded in the event logs. The stall occurred the night prior to the report at 11:48. The cause of the stall was unknown. The patient experienced withdrawal, shaking, and irritability with an inability to get comfortable. It was later reported the pump had been alarming and was replaced. The patient recovered without sequela. The pump delivered morphine, bupivacaine, and clonidine.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.